Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manu facturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The reported issue was confirmed. A possible root cause can be due to a lack of cyclohexanone used on the product. A corrective action is not applicable at this time; however, all product personnel were informed of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/1/2017.

Event description:
The customer reports when opening the package of the sets the connection between the sets and adapter was broken.